Event description:
Impedances were not tested intraoperatively. In the recovery room impedances measured greater then 10,000 ohms on electrodes 8-15 except for 11, when tested at default amplitude settings. Electrodes 0-7 had normal impedances. It was believed that the surgical scrub technician dipped the extension in water prior to implant. The system was surgically revised. The extension was cleaned off and reconnected. No device component was replaced. Afterward the device was working perfectly.

Manufacturer narrative:
(B) (4)